Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had mixed up pt images. No pt injury was reported.